Event description:
It is reported by the patient that the patient underwent total knee replacement in 2002, using a size 10mm tibia articulating surface. Following, the patient experienced difficulty with pain and catching and locking in the knee. As a result, in 2005, the patient's knee was revised. During the procedure the spline of the tibial articulating surface was found to have fractured. The tibial articulating surface was removed and replaced using a new 14mm tibial articulating surface.

Event description:
It is reported by the patient that the patient underwent total knee replacement on november 5, 2002, using a size 10mm tibial articulating surface. Following, the patient experienced difficulty with pain and catching and locking in the knee. As a result, on march 29, 2005, the patient's knew was revised. During the procedure the spline of the tibial articulating surface was found to have fractured. The tibial articulating surface was removed and replaced using a new 14mm tibial articulating surface.